Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right ventricular (rv) lead exhibited failure to capture and far p-wave over-sensing. It was then determined that the rv lead had dislodged. The rv lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported events of failure to capture and oversensing were not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual examination and x-ray examination were normal with no anomalies found.